Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit. The fse replaced the batteries and performed full functional and safety tests. All tests passed. The unit was returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries ran down in 5 minutes while walking a patient and the cs300 intra-aortic balloon pump (iabp) displayed a low battery alarm. The device was plugged in and the therapy never stopped . There was no patient harm reported.